Manufacturer narrative:
The main component of the system and other applicable components are: product ID 7425, serial# (B)(4), implanted: 2005-(B)(6), product type implantable neurostimulator. Product ID 37712, serial# (B)(4), implanted: 2011-(B)(6), product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and rsd/causa lgia-complex regional pain syn. It was reported that the peripheral stimulator "went out" over 1 year ago and since then the patient stated that their pain levels from head to toe are "so darn high they could barely describe it."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.